Event description:
Caller alleged discrepant precision results. Results are follows: date: (B)(6) 2013, 1st inratio = 1.5, 2nd inratio = 4.1. Time between testing was reported as 3 minutes. Patient's therapeutic range is unk.

Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6) 2013, 1st inr = 1.5, 2nd inr = 4.1, mean = 2.80, sd = 1.83, %cv = 65.66. Since % cv is more than 20%, the precision test failed the criteria for precision. Additional investigation is required. Customer did not provide a lot number or return product for investigation. Unable to perform further investigation without additional information. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. Customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without additional information. Root cause could not be determined from the information provided by the customer. No strip lot information was available. This issue will be subject to tracking and trending. No corrective action at this time as no product deficiency was established.